Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete information on how to reset the pump. The customer was advised to reset the pump at their convenience and to follow up if the issue continued.